Event description:
It was reported that the patient presented during an unrelated procedure. During procedure, the implantable cardioverter defibrillator performed inappropriate shock due to noise generated from electromagnetic interference. No interventions were performed. The patient was in stable condition.